Event description:
In 2005 a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. During reployment, the graft moved distal to the anticipated implant position. As the deployment catheter was removed, the graft moved further into the descending distal to the first device. A third device was then implanted proximal to the first device. During deployment the third device also moved distal to the anticipated impalnt positin and did not have adequate overlap within the first device; therefore a fourth device was implanted. A final angiogram revealed a proximal type I endoleak three months later, a fifth device was implanted in an attempt to treat the proximal type I endoleak. The fifth device implanted distal to the anticipated implant position. A final intraoperative angiogram revealed a continued proximal type I endoleak. Twenty seven days later, all devices were explanted and the aneurysm was surgically repaired. The physician does not believes that the event was device related. The pt's status is unk.